Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 7 had failed on pedsms1. The customer reported that the malfunction took place when the user tried to dispense medication to the patient which resulted delay in patient care, and they managed to get the medication from another device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 in auxiliary clicks and would not open. A field service engineer removed the drawer, identified faulty drawers, and replaced the rails on the full height drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.